Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and noted that the blood sampling valve (bsv) module section of the instrument was already cleaned up by the customer prior to the fse's arrival. The fse evaluated the instrument and discovered the I-beam tube of pinch valve pv25 in bsv module section had split open at pinched section. The fse proceeded to replace the tubing for pv25 to resolve the leak, and the tubing at pv23 as a preventive measure. (B)(4).

Event description:
The customer reported that approximately half a cup of fluid leaked from the lh 500 hematology analyzer. The customer reported observing the leak on the counter under the instrument while preparing to run samples after the instrument was idle for a while. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.